Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device dislocation ("essure coils had migrated") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/ lower back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain/ weight gain"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches/ migraines"), vaginal infection ("constant vaginal infections"), dysgeusia ("metallic taste in her mouth") and amnesia ("memory loss"). The patient was treated with surgery (laparoscopic bilateral salpingeclomy and removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder, alopecia, rash, abdominal distension, abnormal weight gain, fatigue, migraine, vaginal infection, dysgeusia and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2011: essure coils were properly placed. Ultrasound scan: in (B)(6) 2016: essure coils had migrated. Most recent follow-up information incorporated above includes: on 30-apr-2018: information received from legal department. Plaintiff also experienced heavy bleeding, lower back pain, constant vaginal infections, a metallic taste in her mouth and memory loss. In (B)(6) 2016, plaintiff presented to doctor with complaints of pain, and subsequently underwent an ultrasound which revealed that her essure coils had migrated. On (B)(6) 2016, plaintiff underwent a laparoscopic bilateral salpingeclomy and removal of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problem"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue") and migraine ("excessive migraine headaches"). The patient was treated with surgery (essure coils removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, dyspareunia, tooth disorder, alopecia, rash, abdominal distension, abnormal weight gain, fatigue and migraine had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: essure coils were properly placed company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.